Event description:
It was reported that the user was unable to connect the lure connector to the ilet due to incorrect orientation, and the user¿s spouse assisted by correcting the upside-down connector. Symptoms were not reported. Outcomes included successful attachment after user education. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed use error related to connector orientation. It was concluded that no device malfunction occurred and that the event was attributable to use error.